Event description:
The patient was admitted 12 days post procedure due to development of left-side weakness that lasted approximately 30 minutes to an hour, with some residual ataxia. The physician had a magnetic resonance imaging (MRI) performed which revealed a small area of recent ischemic change in the right deep frontal white matter region consistent with an acute infarct and remote lacunar infarct in the right basal ganglion area. A computer tomography (CT) scan was performed to verify status of previously implanted stents. The CT scan revealed good flow with some residual stenosis. Due to the CT scan results, the physician recommended that the patient continues on current medications prescribed prior to admittance follow up with the family physician and to have a CT scan in 3 months. No new medications were prescribed. Physical and occupational therapy was arranged by the facility. The patient was discharged two days later in stable condition.

Event description:
The patient was admitted 12 days post procedure due to development of left-side weakness that lasted approximately 30 minutes to an hour, with some residual ataxia. The physician had a magnetic resonance imaging (MRI) performed which revealed a small area of recent ischemic change in the right deep frontal white matter region consistent with an acute infarct and remote lacunar infarct in the right basal ganglion area. A computer tomography (CT)scan was performed to verify status of previously implanted stents. The CT scan revealed good flow with some residual stenosis. Due to the CT scan results, the physician recommended that the patient continue on current medications prescribed prior to admittance follow up with the family physician and to have a CT scan in 3 months. No new medications were prescribed. Physical and occupational therapy was arranged by the facility. The patient was discharged two days later in stable condition.

Manufacturer narrative:
Conclusion: anticipated procedure complication. A review of the device history records confirmed that the device met all material assembly and performance specifications. The device was implanted; therefore, is not available for evaluation. There is no indication from the investigation or information provided that the reported event is related to product specification, nonconformance or misuse. There is no indication that the wingspan device malfunctioned. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.